Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 29 occurred during the load process. Blood glucose was 99 mg/dl. Reportedly, the customer loaded a new cartridge successfully, and resumed insulin therapy via the pump.